Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr (lot f1400204) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined; however, it was reported that the balloon lost pressure at the tip of the sheath. Damage to the distal end of the introducer sheath could cause a puncture of the balloon, resulting in a loss of pressure.

Event description:
The following info was reported by aci sales rep: 5 fr 10 cm sheath was utilized with a mx5021; no disease was present and the mynx had a balloon loss of pressure at the tip of the sheath. Manual compression was applied for 15 minutes. The pt was not hospitalized.